Event description:
It was reported the pt had anterior knee pain. Surgeon scoped the knee and noticed a broken post. Replaced the poly with a cr 9 x 12 nrg poly. Original implant date (B)(6) 2008.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional info (x-rays, medical records, operative notes) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.